Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6)2026. According to the reporter, on (B)(6)2026, the pediatric patient experienced a skin reaction with itching, burning sensation, rash, redness, inflammation, dry skin, pustules, an infection and pain that extended beyond the patch perimeter. Prior to sensor insertion, a cavilon barrier spray product was used, and it did help minimize or prevent the skin reaction. Photos of the reported skin reaction in the complaint record were reviewed. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. The affected area shows erythema with scaling and flaking across most of the edge of the sensor footprint. There is marked dryness with peeling and crusting, particularly along the edges. Mild surface excoriation is visible, and there are small areas of residual discoloration near the lower portion of the affected skin. No active bleeding, open wounds, oozing, or visible discharge are observed. The patient had a consultation with a gp (general practitioner) and was prescribed with an oral antibiotic ibilex (cephalexin) 8ml 3x a day. There was no documentation of further medical intervention. No other details were provided. At the time of report, the patient is fine and still has visible reaction. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional event or patient information is available.